Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.

Manufacturer narrative:
The suspect device is not expected to return for evaluation. A follow up report will be submitted when the evaluation is complete.

Event description:
The account alleges that during a transarterial chemoembolization (tace) procedure, approximately 5 cm of the guidewire detached within the patient's peripheral blood vessel. The physician decided not to retrieve the detached portion of the device as the patient was noted to be not unwell.